Event description:
It was reported the physician was undergoing angio-seal training. The st. Jude medical rep was present and reported the deployment as satisfactory. Hemostasis was achieved. The pt complained of a cramp type pain upon discharge from the hosp. That evening, the pt's husband brought the pt back to the hosp, due to groin pain. The pt was accessed; a well perfused, warm limb and pedal pulses were present. A doppler ultrasound returned normal results and the pt was discharged. One week later, the pt developed signs of claudication and pedal pulses were absent. The pt was admitted to the hosp and the next day underwent surgical revascularization. An aorto-femoral angiogram revealed an occlusion of the right common femoral (rcf) artery with collateral filling. The arteries were small and the "plug" was seen in the rcf with adherent thrombus above. A proximal fogarty thrombectomy with good downflow and dacron patch angioplasty were performed. The angio-seal was removed and discarded. The incision layers were closed. Reportedly the pt was discharged 5 days later.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause of the reported event could not be conclusively detetermined. The angio-seal instruction for use (IFU) state that if thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.